Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the CT microphone does not work. The philips field service engineer (fse) confirmed that the operator was unable to hear the patient in the room. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.

Manufacturer narrative:
The customer reported that the operator was not able to hear sound from the gantry thru the intercom of the brilliance ict sp system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander as there was no patient involvement when this issue was discovered. The fse evaluated and tested the system and was able to determine the front microphone board had failed, which resulted in the operator not being able to hear sound coming from the gantry. The fse replaced the front microphone board to resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.